Event description:
A patient was on the table when the end cap for the pvc surge tank for the flexion burst. The table skirting caught the plastic pieces from moving beyond the device. No injuries occurred, though the event caused a loud noise. The end cap is still attached where it was glued but the rounded part of the cap cracked off with the fitting.

Manufacturer narrative:
The end cap is still attached where it was glued but the rounded part of the cap cracked off with the fitting. We cannot determine whether any 3rd party modified the device during its lifespan. There was no data provided by the customer regarding patient data, pressure gauge readings or other conditions during the event. 11/3/2020: hill laboratories service department sent a replacement tank and requested that the non-conforming tank be sent back for examination and investigation. The tank was not returned by the customer or the dealer, which limited our ability to further investigate.